Manufacturer narrative:
Manufacturing side: the instrument arrived in a contaminated condition. The instrument had a partially slipped out pin. Investigation: we made a visual inspection and here we found that the pin in the jaw mechanic was out of alignment. With the pin out of the correct position, a correct mechanical and electrical function is no longer possible. Batch history review: the device quality and manufacturing history records will be checked for the lot number (547b) from the quality coordinator of the production plant. The results of the review will be documented in pc (B)(4). If the review shows any 'conspicuities', the report will be updated and actions will be initiated. One further similar incident has been filed with products from this batch. Conclusion and root cause: the root cause for the problem is most probably manufacturing related. Rationale: the instrument exhibited no indications that excessive forces were applied during usage. In similar cases like this, we decided it was a manufacturing error. Corrective action: a product safety case was launched.

Event description:
It was reported that there was an issue with caiman disp. Instrument. It was reported that the product did not coagulate during the surgery. There was no patient harm. Additional information was not provided. The malfunction is filed under aag (B)(4).